Event description:
It was reported that the pump was previously sent to repair due the latch sensor. The device came back from repair and the biomed put the cassette in place and the fault was still the same. The latch is locked and closed, but the device alarms that the latch is open. The problem sometimes disappears. The event occurred in the hospital. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer issue was confirmed. Sometimes the device doesn't detect a latched cassette. Visual test was performed. Lock sensor will be exchanged. Keypad and labels will be replaced due to the pump being opened because of an internal investigation. Resolution of the reported issue was confirmed by the technician and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.